Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the explant occurred on (B)(6) 2019. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that it ¿doesn¿t work,¿ and they peed themselves really bad. The patient reported they would fall occasionally and their healthcare provider (hcp) told them ¿when you fall you move it.¿ the patient reported that several months ago they had an appointment with their managing hcp and the patient wanted the ins removed. The patient said their hcp told them not to remove it and they would ¿fix it.¿ patient services noted the patient was very unclear and difficult to follow. The patient also had questions about the possibility of device removal and patient services redirected the patient to their hcp. The patient stressed again they would fall a lot. Additional information was received. Patient said their device worked perfectly for about a year and then just stopped. Additional information was received. They still didn't know why the device stopped working for their symptoms so they didn't use it for a long time. The patient recently had their device replaced because the battery depleted. No further patient complications have been reported as a result of this event.